Event description:
It was reported that a flogard infusion pump had an audible alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of a low battery alarm, confirming the reported condition. The cause of the low battery alarm was determined to be an inoperative main battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.